Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer received instructions on resetting pump and was assisted by technical support, after which malfunction did not recur. Customer was advised to continue using pump and to call back if issue recurs. Customer acknowledged instructions and understood them, but declined to resume insulin during call.